Event description:
It was reported that the handpiece began leaking a blood-like substance that was first noticed while cleaning after an orthopaedic surgical procedure. There was no user injury or any patient involvement.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking blood was confirmed. The device was visually inspected by the quality assurance department of stryker, and dried blood was found around the distal end of the handpiece. The saw could not be further evaluated safely at this time, but a follow-up report will be submitted with more details if possible.